Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that once impella was placed and started ps became highly erratic with massive ps spikes. Motor current appropriate, although large differential between systolic/diastolic macrophage activation syndrome. The flows were appropriate for p level once position optimized. It was discussed and encouraged for the team to use patient arterial line for hemodynamic monitoring and watch motor current and flows. The white cable was discovered that it was not fully seated into aic which once staff pushed in, placement signal unreliable alarm resolved.